Manufacturer narrative:
This device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation is a known inherent risk of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a sudden increase of high, out of range shock impedance (greater than 125 ohms). The device recognized an episodes of ventricular fibrillation (vf), and effectively treated with 4 shocks. After the 4th shock the rhythm was corrected. Technical services (ts) reviewed available device data via the latitude remote patient monitoring system. Data analysis revealed a code 1005 indicating an open circuit condition. In-clinic evaluation of the pulse generator and lead system integrity was recommended. At this time, this device remains implanted. No adverse patient effects were reported. New information was received that the patient refused any surgical intervention. The physician continues to monitor the patient through the home monitoring system. A delivered shock impedance episode was greater than 125 ohms, ts provided recommendations for lead integrity testing, x-ray images and maneuvers/isometrics. The device remains implanted.